Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, observed insulin depletion of a full cartridge within a day, and noted dark purple fluid near the cartridge plunger consistent with cartridge leakage; the user replaced the cartridge, connector, and infusion set, and will return the affected cartridge. Symptoms included hyperglycemia. Outcomes included manual correction with a 15-unit subcutaneous insulin injection, ketone testing with actions per plan, and no hospitalization or professional medical intervention. Investigation included user interview, product return request for the cartridge, and review of device logs. Investigation of this case revealed a suspected leaking cartridge consistent with an insulin containment failure at the cartridge plunger interface, with high glucose and elevated insulin usage consistent with loss of delivered insulin. It was concluded, based on previously established findings for similar reports, that the cause was a product quality issue related to the cartridge, while infusion set supply issues were addressed separately.